Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015 due to poor performance; during the same surgery the patient was re-implanted with a new device. The device has not been made available for analysis as of the date of this report, january 6, 2016.

Manufacturer narrative:
It was reported that the patient's device was explanted due to an infection at implant site. This report is filed on november 14, 2016. Registration number 3009092818 and exemption number e2016011.

Manufacturer narrative:
This report is filed december 20, 2016.